Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had intermittent power loss, and app logs indicated a potential issue with matrix drawer 5. A field service engineer (fse) found that the cable for matrix drawer 5 was partially disconnected at the rear, which could have caused the fault; the cable was reseated securely. Additionally, all in one (aio) unit showed signs of partial darkening in one corner, so it was replaced and network adapter settings were reconfigured to match the correct internet protocol (ip) and drawer ip settings. Post-repair verification was completed using hardware test application (hta), where power and drawer functionality tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was found powered off prior to use in the morning. After restarted it using the toggle switch, the machine shut down again on its own shortly thereafter. The customer confirmed that all cables were checked and properly connected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.